Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient had a skin reaction right after surgery 2 days after surgery with blisters. Patient took antibiotics for that for a week and a steroid then went to dermatology and topical steroid. This lowered her immunity which resulted in infection (fever, pocket area oozing and red) . The hcp put the patient on keflex which she has completed now. Her doctor sent her to the wound clinic early the week of report and her pocket wound still hurts but was declared to be healing. She is not on any antibiotics presently and travels saturday, does daily dressing change. Patient also reported intermittent shocking described as a burst of current). Which occurs in multiple positions. The patient has experienced the shocking sensation even when the device was turned to zero which the patient tried on 12/11. Impedance check was normal. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported. **omitted information regarding pe 703534641 - no device found.**